Manufacturer narrative:
Analysis of the 8637-20 found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. Analysis found deformed pump tube. Analysis found slight corrosion and moisture present on gear wheel three. Analysis found residue present on tube, tube set, and coloration of tube. Analysis found significant wear on the inlet and outlet of the pump tube. Analysis found wear on the upper shaft of gear two.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through manufacturing representative regarding a patient receiving intrathecal dilaudid 20 mg/ml at 0.122 mg/day (minimum rate) and tetracaine 17.7 mg/ml at 0.108 mg/day (minimum rate). The indications for use were non-malignant pain and failed back surgery syndrome. About a month ago (from (B)(6) 2016), the patient presented to their primary care physician (pcp) with nausea, vomiting, and diarrhea. The manufacturing representative went in on (B)(6) 2016 for what he thought was a routine pump replacement, as the pump had an eri (electronic replacement indicator) of one month. While the manufacturing representative was there, the hcp "made some comments about the pump" and thought the pump had stalled or stopped. However, when he interrogated the pump on (B)(6) 2016, it was running on minimum rate. The logs revealed multiple motor stalls, tube sets, and recoveries: motor stall on (B)(6) 2015 , at 10:39 with recovery. On (B)(6) 2015 at 22:20 motor stall on (B)(6) 2015 at 05:38 with "stopped pump period may exceed tube set". On (B)(6) 2015 at 05:38 and recovery on (B)(6) 2015 at 03:17 motor stall. On (B)(6) 2016 at 14:07 with "stopped pump period may exceed tube set'. On 2016-01-03 at 14:07 and recovery. On 2016-01-08 at 22:00 motor stall. On (B)(6) 2016 at 05:32 with "stopped pump period may exceed tube set' . On (B)(6) 2016 at 05:32 and recovery. On (B)(6) 2016 at 03:27 motor stall. On (B)(6) 2016 at 05:11 with "stopped pump period may exceed tube set'. On (B)(6) 2016 at 05:11 and recovery. On (B)(6) 2016 at 16:38 the pump was replaced on (B)(6) 2016 as planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.